Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 a 23 mm navitor vision was selected for implant using a small flexnav delivery system. The patient had a pre-existing right bundle branch block (rbbb). The length of the membranous septum was 3.2 mm. During the procedure, the implant depth at 80% was 5-6 mm from the non-coronary cusp (ncc). Upon deployment the patient went into complete heart block. The final implant depth was 3 mm from the ncc and 5 mm from the lcc. A temporary pacemaker was placed. The patient status was stable.